Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record the reported failure "blurry" was confirmed. According to henke: scope evaluated as a level 3 distal tip and fiber damaged, fiber sunk in, particulate under distal negative, moisture under distal lens and moisture in system. Probable root cause for this failure is: the complaint for ¿blurry¿ has been confirmed and is due to customer used and handling the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image.